Event description:
It was reported that during a cholecystectomy procedure, the clip ejected. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information received 10/24/2009: "although clips were ejected during use on the patient and fell into the patient body, they were retrieved from the patient body by the forceps and no clips were left in the patient body."

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.